Manufacturer narrative:
The patient was sent a replacement device to resolve this issue. The device associated with this incident has not been returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported their control solution test results were out of range for control solution 1. The results for control solution 1 was 87. The pre-calibrated ranges for control solution 1 were 94-142. The member was sent new supplies. Control solution test were performed with new supplies and the results were out of range for control solution 1 and 2. The result for control solution 1 was 82. The pre -calibrated ranges for control solution 1 was 94-142. The result for control solution 2 was 223. The pre calibrated ranges for control solution 2 was 277-416. The patient did not receive medical treatment as part of the device malfunction.